Manufacturer narrative:
Following return and completion of laboratory analysis, this event will be further updated.

Event description:
It was reported that during the attempted implant, the physician reported an absence of pacing from the lead. The issue was unresolved and the lead removed and replaced in absence of any adverse patient effects. The attempted implant lead is expected to be returned for laboratory electrical analysis.